Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope or what the foreign material is. It¿s unknown if there was a delay in the start of precleaning. There were abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water. The endoscope was immersed in the detergent solution. The external surfaces were wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed; due to corrosion on the standard(s)-connector, a noise image occurred; due to deformation of the up/down (u/d) knob. Water tightness was lost, the protector of the universal cord on the s-connector side had a scratch, the lock engagement (fe) lever and knob had a scratch, the u/d knob had a scratch, the right/left (r/l) knob had a scratch, the switch box had a scratch, the standard cover had a scratch, the universal cord was sticky and had a scratch, the grip had a scratch, the suction-cylinder was shaved, the control unit had discoloration, the control unit had a scratch. The s-connector was dirty; due to water leakage, the adhesive on the bending section cover (a-rubber) had a chip, the bending tube was deformed. The angle wires became stretched; due to wear of angle wire, bending angle in up direction did not meet the standard value, the plastic distal end cover (c-cover) had a scratch. And due to damage, switch 3 (sw3) did not work. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a noisy image. Upon inspection of the customer¿s returned device. It was observed, foreign object was noted inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.